Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report three adverse events due to low blood glucose readings. The first low blood glucose event the customer was treated by emergency medical services and declined hospital services. The second event the customer was treated by emergency medical services and declined the hospital. The third event the customer was taken to the emergency room and was hospitalized. The customer's blood glucose reading was between 13 and 30 mg/dl. The customer was wearing the device at the time of admission. The customer stated that she did not feel the adverse events were due to the insulin pump, but rather due to overcorrecting and not eating. Nothing was replaced or returned.